Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused; balloon was not completely deflated, there was a little left. This was observed during patient use. The device was filled with 5-fluorouracil. When the device was removed, good reflux was observed and the pulmonary artery catheter (pac) was permeable. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from december 14, 2021 - december 15, 2021. H10: the actual device was received for evaluation. The sample was returned to the plant containing 23 ml of residual drug fluid in the device. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.